Event description:
As reported from a clinical trial, approximately 3 years and 7months post transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 valve, a valve in valve was performed with a non-edwards valve. The patient developed endocarditis which was medically managed but has been complicated by symptomatic severe aortic regurgitation. A viv was performed. The patient is stable post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Upon review of medical records provided, the patient developed endocarditis of the tavr valve. The source of the endocarditis was possibly due to the right maxillary canine abscess. The patient was treated with antibiotics. Late endocarditis may occur due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. There was no allegation that an edwards device may have caused or contributed to the endocarditis. Based on this finding, this event is no longer considered to be FDA reportable.